Event description:
Initial surgery was done with trochanteric nail system for femoral neck fracture in 2009. After the surgery, it was found that the anti-rotation screw was broken. According to the doctor, the patient has osteoporosis. There is no plan to perform another surgery since the patient's condition is recovering.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for this part and lot number combination. The manufacturing facility, reviewed the device history records for all the reported part and lot combinations and found no manufacturing deviations or anomalies. Provided information states the patient has osteoporosis. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.